Event description:
An altitude alarm was reported from the pump, leading to a suspension of insulin delivery. However, there was no adverse impact on the customer¿s blood glucose level, with reported levels below 500 mg/dl. To resolve the issue, technical support advised cleaning the speaker holes and reconnecting the cartridge. After following these steps and waiting briefly, the customer resumed normal insulin delivery without further alarms. Additional tips were provided to prevent future altitude alarms, and normal pump operation was confirmed.